Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A materials manager reported that nine months following an intraocular lens (iol) implant procedure, the lens was exchanged for another lens model. The clinical reason given for the iol exchange was "malfunctioning iol". Additional information has been requested.